Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed power system error where the back-up battery fails. Customer's blood glucose level was not provided at the time of the incident. There was no troubleshooting performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All operating currents are within specification. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector at electrical board . Insulin pump was monitored and functioned properly.